Event description:
It was reported that the customer experienced an issue with the incorrect time on their pump. The previous settings did not result in any blood glucose readings above 500 mg/dl or below 54 mg/dl, so a specific value was not mentioned. The customer received assistance from technical support to update the pump's time and was advised to monitor for any future time discrepancies, understanding the need to follow up if such issues recur.